Event description:
(B) (4). Same case as 2134265-2010-00540. It was reported that post a coronary artery stenting treatment procedure, restenosis occurred. The 90% stenosed target lesion being treated was located in the 1st diagonal with a lesion length of 10.0mm and a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilatation and placement of two 2.5x16mm study stents. Post-dilation was performed with 0% residual stenosis. A non-target lesion located in the proximal left anterior descending artery (lad) was treated with a taxus express2 2.5x16mm stent prior to placing the study stent. After the study stent was placed, a second taxus express2 stent was placed in the mid lad. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2008, due to recurrent angina and a positive stress test, the patient underwent diagnostic coronary angiography which revealed a discrete ostial 70% lesion of the lad and a proximal discrete 70% in-stent restenosis of the lad. Eight days later, the patient was admitted for a planned intervention of the lad. The mid lad was treated with a 3.0x12mm non-bsc drug eluting stent with 0% residual stenosis. The proximal lad was treated with a 3.5x12mm non-bsc drug eluting stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.